Manufacturer narrative:
An outside of the united states (ous) customer reported to siemens that one patient sample gave a falsely elevated calcium (ca_2c) test result from an advia chemistry xpt system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse observed a fluid residue on the water dispense lines 7 and 9 of the wash station (wud) potentially dripping into adjacent cuvettes. The cse then traced the fluid lines back to the wash pumps (wp1 and wp3). The cse tightened all tubing connections between the pumps and the wud and cleaned the wud dispense probes. Internal quality control materials were processed with acceptable results. The cause of the falsely elevated calcium result is unknown. Loose connections between the pumps and wud were contributing factors. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer reported to siemens that one patient sample gave a falsely elevated calcium (ca_2c) test result from an advia chemistry xpt system. The falsely elevated patient result was not reported to the physician(s). The same sample was repeated on an alternate advia chemistry xpt systems. The repeat result was lower, considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the event.